Event description:
It was reported that the patient presented post lead placement procedure. Upon investigation, it was revealed that the right ventricular lead had decreased sensitivity. The lead was repositioned on (B)(6) 2017. Patient was stable before, during and after procedure.